Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the consumer had increased pain over the last month ¿or so.¿ prior to this they been relatively happy with therapy and hadn¿t been seen for approximately three years. An impedance check was performed with one of the two leads showing all electrodes were open which didn¿t change with palpation between the anchor site and battery or increased group adjustment using multiple anodes and cathodes on the effected lead (the rep. Was unable to determine which lead it was). In order to resolve the issue high dose programming was performed at the t9/t10 interspace which gave the consumer satisfactory analgesia, but the issue wasn¿t currently resolved as the consumer¿s status was listed as ¿alive-with injury but then stated as no injury.¿